Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed. However, the exact cause could not be reliably determined.

Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not advance. The surgeon applied another device without pt injury.